Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl case, three of the ar-4020c-07 broke during insertion. The first two (lot 10588613) were fully removed from the patient; the third anchor (lot 11126618) fragment remains in the patient.